Event description:
A consumer reported that they fell in 2012 and needed an MRI of the knee in (B)(6) 2012. It was noted that the MRI caused the implantable neurostimulator (ins) to die and was replaced, and the issue resolved. No related patient symptoms were reported and the ins was indicated for non-malignant pain and pancreatitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.